Event description:
Tibial impactor tip broke off inside the impactor handle. There was no delay in surgery or adverse impact to the patient.

Manufacturer narrative:
Review of the device history record indicated that the device was manufactured to specification.